Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that nc trek rx, instructions for use states to remove the protective sheath off the balloon prior to preparing the device. In this case, prepping the device prior to sheath removal does not appear to have contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x15mm nc trek rx balloon dilatation catheter (bdc) was prepped prior to removing the protective sheath and the protective sheath was firmly stuck to the bdc balloon. The device was not used and there was no patient involvement. Another same size nc trek rx bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.